Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was under delivering. The customer blood glucose level was 305 mg/dl at the time of incident and the current blood glucose level was 305 mg/dl. The. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleges that the insulin pump was under delivering because the customer stated the reservoir was completely full even though they had been delivering insulin to himself. Customer stated the drive support cap appears normal. The device will be returned for analysis.